Event description:
During the use of an optease it was reported that when the optease was attempted to be inserted into the vessel, the distal tip of the sheath introducer (accessory for optease) was noted to be frayed. Therefore, the physician stopped using the optease and used a new optease. The procedure was finished successfully. There was no report of patient injury as the device was not clinically used. The device was prepared as specified by the instructions for use. There was no apparent damage to the device noticed prior to prepping the device. The product was not clinically used. The device will be returned for analysis.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that during insertion into the vessel, the distal tip of the optease sheath introducer was noted to be frayed. Therefore, the physician stopped using it and exchanged for a new optease. There was no reported patient injury and the procedure was finished successfully. The device had been prepared as specified by the instructions for use with no apparent damage to the device noticed prior to preparation. The device will be returned for analysis. The device was returned for analysis. A non-sterile vessel dilator 55cm optease for jugular delivery only was received for analysis inside a plastic bag. Per visual analysis, the distal end of vessel dilator was received frayed/ damaged. No other anomalies were found. The unit was sent to sem analysis in order to analyze the potential cause of frayed; sem results show that the split surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿brite tip - frayed/split/torn¿ was confirmed due to the condition of the returned device. The exact cause could not be conclusively determined. Based on the information available for review, procedural and/or patient factors may have contributed to this event as the device was not noted to be damaged during prep and the sem analysis noted evidence of elongation. Neither the DHR nor the analysis suggests a design or manufacturing related cause for this event; therefore, no corrective action will be taken at this time.